Event description:
The advocate stated that the customer tested his glucose using his contour meter and a glucolab meter. The contour read 138 mg/dl, while the glucolab read 69 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the contour system. No product will be returned at this time.